Event description:
The customer reported that the working channel (instrument channel) of the subject device was blocked. There was no report of patient or user injury due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed that foreign material was clogged in the instrument channel. This report is being submitted for the malfunction found during evaluation (foreign material in instrument channel).

Manufacturer narrative:
During device evaluation, the reported issue (blockage of instrument channel) was confirmed. The foreign material could not be removed from the channel; however, the foreign material looked like a part of a cleaning brush. In addition, service found that the instrument channel was scratched. The suction function was not working, and the forceps could not be inserted due to clogging of the instrument channel. Additional details have been requested regarding the reported issue. At this time, no additional information has been provided. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign object could not be removed due to physical damage on the device. However, the definitive root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: "chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection, and sterilization procedures ¿warnings and cautions¿ ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.